Event description:
The following information was provided: revision surgery. Removal of spacer implant and replaced with total femur gmrs construct. Spacer implant was made from a bipolar head and stryker nails.